Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the central vein of the right arm. Approximately 12 months post procedure the patient suffered from right innominate vein restenosis (target lesion re-stenosis). The patient presented with elevated venous pressure in the right avf and central vein stenosis (right innominate vein stenosis). The event was treated with a percutaneous intervention of the central vein of the right arm using an in.pact av access balloon. The patient recovered. The ae was assessed as possibly related to an underlying condition or disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.